Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced infection and hernia recurrence. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent a surgery for the repair of a ventral hernia, the patient's hernia was repaired with a composix kugel mesh. On (B)(6) 2017 - the patient underwent an additional surgery to remove the composix kugel mesh, which had become infected and failed, and repair the recurrent hernia. The attorney alleges the patient experienced pain and suffering, additional surgeries and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent a surgery for the repair of a ventral hernia, the patient's hernia was repaired with a composix kugel mesh. (B)(6) 2017 - the patient underwent an additional surgery to remove the composix kugel mesh, which had become infected and failed, and repair the recurrent hernia. The attorney alleges the patient experienced pain and suffering, additional surgeries and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2008 -patient was diagnosed with large complex incarcerated abdominal wall hernia underwent open repair with composix kugel (device #1). Per the operative notes,¿ there was a large amount of incarcerated omentum which penetrated into several loculations of the hernia sac. The large oval composix kugel patch was then sutured " (B)(6) 2015 - patient underwent extensive adhesiolysis and resection of portion of the old mesh (composix kugel). Per the operative notes," the omentum and colon were separated from mesh, and then this extra portion of the mesh (device #1) was resected." (B)(6) 2015 - after 7 months, patient underwent excisional debridement of supraumbilical sinus tract/section of mesh involved in the sinus tract. Per the operative notes, "the part of her previous umbilical mesh (device #1) was excised." (B)(6) 2016 - patient was diagnosed with infected mesh thereby underwent drainage of umbilical abscess and planned for definitive hernia repair. (B)(6) 2017 - patient underwent removal of infected old mesh (composix kugel) (device #1) and replaced with phasix st (device #2). Per the operative notes," the plastic ring at the edge of the mesh was transected and then the mesh was peeled out in a spiral fashion. The entire mesh was removed. The biosynthetic mesh (phasix st) (device #2) was placed and sutured.¿ attorney alleges that the patient had abscess, adhesions, pain, infections and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges the patient experienced infection and hernia recurrence. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date based on the information provided, no conclusion can be made. Per medical records provided, about 7 years post implant of composix kugel (device #1) mesh, patient underwent adhesiolysis and excision of a portion of the mesh. About 7 months later, patient underwent excision of the section of mesh. Over a year, patient underwent drainage of umbilical abscess and removal of the old, infected mesh along with implant of phasix st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.